Event description:
Additional information was supplied by the customer: 1-case: hepatobiliary and pancreatic (laparoscopic hepatic resection). 1-2 surgery time: 5 hours. 1-3 level of surgeon (please describe subjectively): experienced doctor. 1-4 sonicbeat adoption status: adopted. 1-5 whether or not prior explanations are provided: medical office information session implemented. 1-6 implementation of sales attendance or not: implemented until the end. 1-7 itm: on. 1-8 procedure completed: completed. 1-9 equipment replacement: same model. 1-10 health hazards: none. 1-11 other (unusual circumstances, if any): cases with frequent adhesions cases with frequent bleeding. 2. Status of occurrence of defects. 2-1 timing of occurrence 30 minutes~2 hours 2-2 occurrence of the problem, error code: pads peeled off. 2-3 possible causes: none. 2-4 experience with the same defects in the same doctor: (2 times). 3. Details of the surgery. 3-1 operation the doctor was performing when the malfunction occurred seal & cut (coagulation and incision) what was the setting (usg-400) seal & cut 1 seal 3 itm on. 3-2 was there a delay in surgery no. 3-3 did you need to administer additional anesthesia to the patient no. 4. Device details. 4-1 has the device been inspected before use yes. 4-2 have the connection points to the generator been inspected yes. 4-3 are the cords of transducers and other medical devices (e.g., electrocardiograph) bundled together no.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3. The device was returned to olympus for inspection and the reported failure of tissue pad peeled off was confirmed. A root cause could not be identified, however based on the results of the investigation, it is likely that during the seal and cut output, nothing was being held between the gripping section and the probe tip (including after the tissue was cut), causing the tissue pad to wear out. Also, abnormal heat generated by wear on the gripping section and probe tip caused part of the tissue pad to peel off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of pad peeled off was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that the tissue pad was worn down and the tip had peeled off. It was likely that during the seal and cut output, nothing was being held between the gripping section and the probe, causing the tissue pad to wear out. Abnormal heat generated by wear on the gripping section and probe tip caused part of the tissue pad to peel off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tissue pad on the ultrasonic surgical device peeled off. The issue occurred during a therapeutic laparoscopic liver procedure, which was completed with a similar device, and without delay. There were no reports of patient harm.